Manufacturer narrative:
Updated information: d1 brand name updated. G1 MFR contact fax number added. H6 component code changed from g04105 to g07003. The investigation for hematoma has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 49 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 9 of support, the patient was bridged to impella 5.5 via right axillary artery. On day 10 of 5.5 support, a hematoma was observed at the 5.5. Insertion site and heparin suspended. On day 14 of 5.5 support, the device was explanted. Vascular injury is a known potential adverse event of the impella 5.5 per the instructions for use.